Manufacturer narrative:
A varian local service rep interviewed the staff physicist, who reported that the incident is attributed to operator error. The therapist did not rotate table as required, the therapist rotated the gantry without carefully watching for a collision. Though a pt received a cut as a result of this incident, no serious injury was reported. Root cause: human/equipment interfacing: human error. The operator is instructed repeatedly in various product related manuals to pay close attention when performing remote motions, and some examples are: the "clinac safety guide" manual, trilogy tx. Trilogy. Clinac ix, clinac cx-c -series high and low energy clinac silhouette edition page 25 instructs the user to "use caution to prevent collisions" and to "always observe remote motions either directly, or using the closed-circuit monitors". Examples are also contained in the clinac instructions for use trilogy system. Clinac ix silhouette manual see page 48, 123 and 148 "careless remote movements can cause falls or collisions resulting in damage to equipment, injury or death. Operators are instructed to "always observe all motions, either directly or from outside the treatment room using close-circuit monitors". Corrective action: -a precautionary notice to all customers has been sent. This notice reminds user for potential for gantry collisions during remote auto motion. -a CAPA has been issued to further investigate possible mitigations to this issue. No follow-up to this MDR is expected.

Event description:
The customer reports that a pt was treated in auto sequence mode. Customer changed field (gantry 30deg couch 90deg) then cleared mode and moded up but the gantry was at 90 degrees on the clinic side; the customer did not realize this and pressed motion enable. The gantry moved, hitting the pt and resulting in a cut between the pt's eyebrows. The pt was examined by CT scan and no abnormality was found.